Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device expulsion ("migration of an essure coil into plaintiff's uterus") in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (total laparoscopic hysterectomy and removal of essure device). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. The reporter commented: plaintiff was implanted with the essure device in her left fallopian tube on (B)(6) 2015. She was implanted with the essure device in her right fallopian tube on (B)(6) 2015. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left coil had migrated through the tube and was in the pelvis'), device expulsion ('migration of an essure coil into plaintiff's uterus'), device breakage ('pieces being left inside') and genital haemorrhage ('excessive bleeding') in an adult female patient who had essure (batch no. C91764, c91764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor was able to implant essure device on the right side but not the left side after several times". The patient's medical history included appendectomy, cholecystectomy and loop electrosurgical excision procedure. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("heavy painful periods"), flank pain ("left sided pain"), menorrhagia ("menorrhagia/severe and excessive bleeding during menstruation"), polymenorrhoea ("excessive and frequent menses"), asthenia ("no energy"), dizziness ("dizzy spells") and abdominal pain upper ("pain in stomach") and was found to have blood iron decreased ("low iron"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy, robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy and total laparoscopic hysterectomy and removal of essure device). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device expulsion, genital haemorrhage, flank pain, menorrhagia, polymenorrhoea, blood iron decreased, asthenia, dizziness and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, asthenia, blood iron decreased, device breakage, device dislocation, device expulsion, dizziness, dysmenorrhoea, flank pain, genital haemorrhage, menorrhagia and polymenorrhoea to be related to essure. The reporter commented: plaintiff was implanted with the essure device in her left fallopian tube on (B)(6) 2015. She was implanted with the essure device in her right fallopian tube on (B)(6) 2015. Left: 1 coil essure: 3 coils. Current weight- 148. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: left coil had migrated through the tube and was in the pelvis; on (B)(6) 2018: that your essure was not in the correct location in both fallopian tubes. Pregnancy test - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 6-dec-2019: summons received. Events left coil had migrated through the tube and was in the pelvis, left coil had migrated through the tube and was in the pelvis, left sided pain, menorrhagia/severe and excessive bleeding during menstruation, excessive and frequent menses were added on 18-dec-2019: pfs and mr received. New events device breakage, genital bleeding, iron low, loss of energy, dizzy spells, pain in stomach, doctor was able to implant essure device on the right side but not the left side after several times were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left coil had migrated through the tube and was in the pelvis'), device expulsion ('migration of an essure coil into plaintiff's uterus') and device breakage ('pieces being left inside') in an adult female patient who had essure (batch no. C91764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, cholecystectomy and loop electrosurgical excision procedure. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), dysmenorrhoea ("heavy painful periods"), flank pain ("left sided pain"), menorrhagia ("menorrhagia/severe and excessive bleeding during menstruation"), polymenorrhoea ("excessive and frequent menses"), asthenia ("no energy"), dizziness ("dizzy spells"), abdominal pain upper ("pain in stomach") and complication of device insertion ("doctor was able to implant essure device on the right side but not the left side after several times") and was found to have blood iron decreased ("low iron"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy, robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy and total laparoscopic hysterectomy and removal of essure device). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device expulsion, device breakage, flank pain, menorrhagia, polymenorrhoea, blood iron decreased, abdominal pain upper and complication of device insertion outcome was unknown, the genital haemorrhage and dizziness had resolved and the asthenia was resolving. The reporter considered abdominal pain upper, asthenia, blood iron decreased, complication of device insertion, device breakage, device dislocation, device expulsion, dizziness, dysmenorrhoea, flank pain, genital haemorrhage, menorrhagia and polymenorrhoea to be related to essure. The reporter commented: plaintiff was implanted with the essure device in her left fallopian tube on 27-mar-2015. She was implanted with the essure device in her right fallopian tube on 24-apr-2015.left: 1 coil essure: 3 coils. Current weight- 148. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: left coil had migrated through the tube and was in the pelvis; on 13-sep-2018: that your essure was not in the correct location in both fallopian tubes. Pregnancy test - on an unknown date: negative. Batch no c91764 production date 2014-08-01 expiration date 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2020: pfs received: event outcome of events: genital hemorrhage, dizziness and asthenia were updated. Reporters were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left coil had migrated through the tube and was in the pelvis'), device expulsion ('migration of an essure coil into plaintiff's uterus') and device breakage ('pieces being left inside') in an adult female patient who had essure (batch no. C91764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, cholecystectomy and loop electrosurgical excision procedure. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), dysmenorrhoea ("heavy painful periods"), flank pain ("left sided pain"), menorrhagia ("menorrhagia/severe and excessive bleeding during menstruation"), polymenorrhoea ("excessive and frequent menses"), asthenia ("no energy"), dizziness ("dizzy spells"), abdominal pain upper ("pain in stomach") and complication of device insertion ("doctor was able to implant essure device on the right side but not the left side after several times") and was found to have blood iron decreased ("low iron"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy and removal of essure device). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device expulsion, genital haemorrhage, flank pain, menorrhagia, polymenorrhoea, blood iron decreased, asthenia, dizziness, abdominal pain upper and complication of device insertion outcome was unknown. The reporter considered abdominal pain upper, asthenia, blood iron decreased, complication of device insertion, device breakage, device dislocation, device expulsion, dizziness, dysmenorrhoea, flank pain, genital haemorrhage, menorrhagia and polymenorrhoea to be related to essure. The reporter commented: plaintiff was implanted with the essure device in her left fallopian tube on (B)(6) 2015. She was implanted with the essure device in her right. Fallopian tube on (B)(6) 2015. Left: 1 coil essure: 3 coils. Current weight- 148 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: left coil had migrated through the tube and was in the pelvis; on (B)(6) 2018: that your essure was not in the correct location in both fallopian tubes. Pregnancy test - on an unknown date: negative. Batch no c91764, production date 2014-08-01, expiration date 2017-08-31 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of ptc. Seriousness criteria removed for event genital hemorrhage. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.